Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 10.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 15 seconds, the balloon ruptured vertically at the middle. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient was in good condition post-procedure.